Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following: it was reported by customer that during priming, air bubbles were observed/found. Multiple attempts using different products were made; however, air bubbles continued to accumulate.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
80 unopened samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and all air bubbles were expelled from the set. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.